Event description:
Pt was revised to address cemented constrained liner which pulled out of cage (cement MFR unk). Osteolysis was also reported, as well as that the pt is a chronic dislocator, and that the dr removed the well-fixed stem for more anteversion.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records for the known product/lot combinations did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.